Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The user repeated the sample since the initial value was critically low. The sample initially resulted in a glucose value of 12 mg/dl. The sample was repeated on a second analyzer, resulting in a glucose value of 86 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The customer stated that controls were acceptable. The field service engineer found kinked probe tubing and the probe adjustment at the drying station was mis-adjusted. The tubing was corrected and the probe mechanism was adjusted. Checks and precision studies were performed; the results were within specifications. The investigation determined the service actions resolved the issue.